Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to loss of capture. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the leads lumen. Subsequent analysis revealed the presence of coagulated blood in the lumen of the lead which were most likely introduced into the lumen of the lead by means of stylets used during the explantation procedure. In addition, several cuts in the insulation were found which most likely resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported loss of capture. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to loss of capture. No adverse patient events were reported. Should additional information be received, this file will be updated.